Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped, the md activated the hydrophilic coating, turning the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath was inserted into the pt's left femoral artery. The md could not advance the iab through the saf sheath and as a result, the iab was removed. The patient outcome is listed as "ok." The md requested an 8 fr terumo sheath for insertion. The terumo was inserted into the same insertion site as the saf sheath; the left femoral artery. The iab was inserted by using the terumo sheath.